Event description:
The index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the mid right coronary artery and one endeavor sprint rx stent implanted to the proximal right coronary artery. Approximately 2 months 2 weeks post index procedure, it is reported that the patient underwent a target vessel revascularization. The investigator assessed that the event was definitely related to the study device and remotely related to antiplatelet study drug. The patient recovered with treatment. Approximately 7 months after index event it is reported that the patient underwent a target vessel revascularization. Recover after treatment. It is reported that the patient suffered a myocardial infarction approximately 7 months post the index procedure. The investigator has indicated the event was probably related to the study device and the patient recovered with treatment (ptca revascularization).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).